Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever and cloudy effluent. The cause was unknown. The same day as event onset, the patient was hospitalized for the event and was treated with vancomycin (discontinued on the same day, route, frequency and dose were not reported), ceftazidime (discontinued on the same day, route, frequency and dose were not reported), doxycycline (discontinued after six days, route, frequency and dose were not reported) and imipenem (ongoing for 20 days, route, frequency and dose were not reported) for peritonitis. Eight days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Five days after event onset, pd therapy was discontinued, the pd catheter was removed. The patient was switched to hemodialysis. No additional information is available.